Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found in storage mode and not implanted. Capacitor reform showed charge time (CT) of 25 seconds. A second capicitor reform also showed a CT of 25 seconds, and the ICD declared elective replacement indicator (eri). The field representative stated this was not a cold device and there was no fault code. Additionally, the field representative stated that he made sure to bring in devices when outside temperatures fell below 32 degrees. This ICD will be returned for analysis. No patient involvement reported. Product return was requested.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that the device recorded low temperature readings before the elective replacement indicator (eri) was reached. Temperature data in memory was reviewed and several temperatures near 0 degrees celsius were noted in january and february of 2025. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. It is expected behavior for the battery voltage to subsequently recover and return to normal levels once the device is removed from the cold temperatures.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found in storage mode and not implanted. Capacitor reform showed charge time (CT) of 25 seconds. A second capacitor reform also showed a CT of 25 seconds, and the ICD declared elective replacement indicator (eri). The field representative stated this was not a cold device and there was no fault code. Additionally, the field representative stated that he made sure to bring in devices when outside temperatures fell below 32 degrees. This ICD will be returned for analysis. No patient involvement reported. Product return was requested.